Event description:
It was reported that the device had possible early battery depletion. The device was explanted and replaced. It was also reported that the right ventricular (rv) lead had low impedances, high thresholds, and pocket stimulation in the unipolar configuration. The lead was capped and replaced. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the device was returned and analysis revealed normal battery depletion.